Manufacturer narrative:
Gtin: unknown; upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to the patient ((B)(6)) in 2009. Since the patient had consciousness disturbance due to the valve breakage, the revision surgery is planned. It is still implanted in the patient. Further information would be provided as soon as jjkk receive it from the facility.